Manufacturer narrative:
E1: name: (B)(6) street: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that patient experienced infusion set fell off due to tape not sticking issue on first day of insertion on abdomen event on (B)(6) 2026. The set was in use for one day.